Event description:
It was reported that the user stopped receiving dexcom g7 glucose readings while using the ilet system, consistent with a loss of sensor signal. The user was instructed to toggle between dexcom g6 and g7 settings and reenter the sensor code, after which the system entered a warm-up period. No reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed the event was consistent with transient loss of communication between the sensor and receiving device, with function restored after user-directed steps. It was concluded that the device functioned as designed after troubleshooting and that the event was attributable to signal loss without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.